Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A nrg rf needle and a torflex sheath were selected for use along with watchman. The physician positioned the was and then inserted the wds. The closure device was deployed in the patient and successfully implanted in the laa. Post closure device release it was discovered that there was a pericardial effusion with cardiac tamponade around the right ventricle. The transseptal devices were not in the patient body once the pe and cardiac tamponade were discovered. The patient was given protamine post procedure and was brought to recovery. The patient was then brought back to the lab so the physician could perform a pericardiocentesis. The physician believes that the pericardial effusion was a result of the was during the transseptal insertion. The patient was kept as inpatient overnight, and expected to make a full recovery. The device is not expected to be returned for analysis. There were multiple attempts required to track up / drop down into position on septum before tsp was performed, and radio frequency was applied only once, and the tsp took around five to ten minutes. It was difficulty to visualize the nrg rf needle. No other device issues were reported. No difficulties or complications noted during the procedure. A trivial effusion was noted prior to the case, and the effusion increased post case. The patient was not under warfarin once the pe was noted, but it was under eliquis at this time. The act was drawn and the results came back, but not provided. The medical reason defined for the pe was hemodynamics.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.